Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) went onsite and found that the system was not booting up. Upon troubleshooting, fse tried to load the software but failed the installation. The fse replaced the suit pc and then installed software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.